Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of psoriasis and bruising easily due to blood thinners was exacerbated by the lifevest equipment. The patient described the area as itching. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream for the skin irritation. Skin appears to be clear of oozing and rashes at this moment. Follow up indicated that the skin irritation improved.